Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The internal device could not be read by either the external device or the standard coil after pressure was applied. No reports of trauma or accidents. No abnormalities found on x-ray imaging. The external device has been checked and is functioning correctly. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
The internal device could not be read by either the external device or the standard coil after pressure was applied. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The internal device could not be read by either the external device or the standard coil after pressure was applied. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Event description:
The internal device could not be read by either the external device or the standard coil after pressure was applied. The user was re-implanted.